Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc transseptal sheath kit was selected for use. During the procedure, while the device was yet outside the patient, it was mentioned that something was attached to the three-way stopcock. Thus, a device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not returning. No other issues were reported.